Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/5/2023, it was reported by a sales representative via email that an ar-8943-16 drill bit broke during fibular drilling, and the fragments were left inside the patient. This was discovered during an ankle fracture procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the x-ray submitted for evaluation from the field, it is evident that there is a fragment that is visible, aside from the screws. Consequently, arthrex was able to conclude a most likely cause for the reported failure. The most likely cause for the broken screw can be attributed to misuse due to misaligned insertion; or prying/leveraging the screw during insertion.